Event description:
It was reported that during a procedure of this transcatheter bioprosthetic valve into a non-medtronic valve, no pre-balloon dilation was performed. The access on the left femoral was for diagnostic pigtail which bleeding occurred, creating a hematoma. The valve was advanced via the right femoral and was successfully advanced across the aortic arch. The valve was not able to pass beyond the distal crown of the non-medtronic valve. After several unsuccessful attempts of advancing the valve, the valve was retrieved from the patient. The procedure was converted to an apical approach using a non-medtronic valve. After the valve was implanted, there was good coronary flow confirmed via angiogram. The patient became hemodynamically unstable and resuscitation efforts were initiated. An angiogram confirmed the left coronary was occluded. Per the physician, the patient did not have any further ventricular action confirmed via echocardiogram. The patient died. It was reported that the bleeding from the left femoral access contributed to the hemodynamic instability following the deployment of the non-medtronic valve.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29, product serial number (B)(6), implant date na, explant date na, product ID l-evolutfx-2329, product lot number 0012570961, implant date na, explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure of this transcatheter bioprosthetic valve into a non-medtronic valve, no pre-balloon dilation was performed. The access on the left femoral was for diagnostic pigtail which bleeding occurred, creating a hematoma. The valve was advanced via the right femoral and was successfully advanced across the aortic arch. The valve was not able to pass beyond the distal crown of the non-medtronic valve. After several unsuccessful attempts of advancing the valve, the valve was retrieved from the patient. The procedure was converted to an apical approach using a non-medtronic valve. After the valve was implanted, there was good coronary flow confirmed via angiogram. The patient became hemodynamically unstable and resuscitation efforts were initiated. An angiogram confirmed the left coronary was occluded. Per the physician, the patient did not have any further ventricular action confirmed via echocardiogram. The patient died. It was reported that the bleeding from the left femoral access contributed to the hemodynamic instability following the deployment of the non-medtronic valve. Additional information was received to clarify the pigtail catheter used was not a medtronic product. The hematoma caused by the pigtail catheter contributed to the unstable hemodynamic situation. Per physician the combination of volume loss caused by the hematoma and the cardiopulmonary resuscitation after the non-medtronic valve implant led to a coronary occlusion. The cause of death was a coronary occlusion.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Product analysis: the suspect device was discarded and; therefore, not analyzed. However, procedural images including three static images and eleven media files were submitted to medtronic for review. In addition, images from the patient¿s executive summary were provided for anatomical review. Upon review of the procedural images, evidence showed the patient had a previously implanted non-medtronic surgical valve with a perimeter measuring 70.8mm and a perimeter derived diameter of 22.5mm suggesting a 26mm evolut. Documentation supports the implant of a 29mm evolut was attempted. Measurements of the iliofemoral arteries were not provided; therefore, it was not possible to validate adequate vessel size to accommodate the suspect device. The right femoral access was reportedly used as the primary access and the left femoral was secondary. Fluoroscopic inspection of the valve load was performed and confirmed a good load. The media files showed the nose cone of the suspect device interacted with the superior portion of the surgical valve and failed to cross. Evidence supports further attempts were aborted and a non-medtronic transcatheter aortic was implanted via an alternative approach. An angiogram performed post-implant of the valve showed coronary perfusion; however, the subsequent angiogram confirmed absence of blood flow to the left coronary artery. It was reported bleeding from the left femoral approach occurred leading to a hematoma and subsequently the patient died. Based on the information provided, it appeared possible that secondary access site bleeding and coronary occlusion may have contributed to the death, but evidence suggests that the complications were unrelated to the medtronic evolut system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.